Event description:
It was reported that the programmer was opened and a programmer error was noted. The service disk was run but the error was not able to be cleared. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed the electromagnetic field immunity test due to the cable being out of electrical specification. It was also noted that the rubber coating on the label was absent. (B)(4).